Manufacturer narrative:
The quality investigation is complete.

Event description:
It was reported that during a medical procedure, the blade broke at the cutting end. It was also reported that the surgeon removed the broken fragments with saline leaving the site free of foreign particles, which resulted in an unknown delay. It was further reported that there were no adverse consequences as a result of this event and the procedure was completed successfully.